Event description:
It was reported that the hand piece device had a "cut in the insulation". It was unknown to the reporter if the device was being used in a surgical procedure or if there were any delays. No patient harm, adverse outcome or injury was alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device and observed the device had a cut on the hose approximately 5" from motor swivel. The reported condition was confirmed. Evidence suggests this was due to mishandling. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).